Manufacturer narrative:
(B)(4). Additional information was received. This event no longer meets the requirements for reportability. Please disregard the previous report.

Manufacturer narrative:
(B)(4). During maintenance, the covidien field service engineer (fse) evaluated the ventilator, and observed that the fraction of inspired oxygen (fio2) was set to 0.90 and lowered to 0.86. The actual value measured with an o2 level gauge was 88%. A new oxygen (o2) sensor installed to resolve the issue. The lot/serial number was not provided by the customer. Therefore, a manufacturing date is not available.

Event description:
It was reported that, during maintenance, a ventilator had a new oxygen (o2) sensor installed. However the measured oxygen reading was lower then the set measurement. There was no patient involvement.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.